Event description:
Reported blood glucose results of 299 mg/dl, 155 mg/dl and 266 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.

Event description:
A pt reported blood glucose results of 299 mg/dl, 155 mg/dl and 266 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.